Event description:
During a ptca treatment procedure the quantum maverick monorail balloon ruptured at 10 atm's on the fourth inflation. (The previous three inflations were to 10 atm's, 12 atm's and 12 atm's respectively). The pt was asymptomatic during this event. The lesion being treated was a very calcified, 90% in-stent restenosis at the edge of a tristar stent that had been implanted in the distal rca six months previously. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.